Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no serious injury reported or alleged to have occurred. Sedgwick report that the patient has passed away and the wife called so you can please stop sending information on paperwork. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Maximum attempts made to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.